Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a suspected tumor behind the cup that caused loosening of the cup. The surgeon determined that patient was having a reaction to the metal-on-metal hip due to the tissue necrosis around the cup, and there was also corrosion just below the trunion of the stem and the large cavitary defect behind the cup. The surgeon removed the pinnacle cup and sromstem, leaving the srom sleeve in place, as it was well-fixed. The surgeon will most likely bring the patient back in a few days and replace the acetabulum with a cage-type prosthesis and a new stem and head.